Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user requested to return an ilet system after experiencing multiple episodes of low blood glucose and perceiving that the device delivered more insulin than needed despite receiving training and later discontinuing use. Symptoms included hypoglycemia. Outcomes included user-initiated discontinuation and request for device return, with no hospitalization and no injury reported. Investigation included customer support review, outreach by field clinical staff, and troubleshooting and education offered. Investigation of this case revealed no device malfunction reported, no alarms cited, and insufficient information to identify a device-related root cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.